Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first proglide suture was attempted to be pre-placed, but the suture came out because it was not attached to the vessel wall when the proglide was removed. A second proglide suture was attempted to be pre-placed, but a cuff miss suture retrieval issue occurred. A third proglide suture was attempted to be pre-placed, but the suture came out because it was not attached to the vessel wall when the proglide was removed. The sutures of a fourth and fifth proglide device were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.